Event description:
Pt reported itching, tearing, burning and foreign body sensation in the left eye for 4 days. The pt rinsed the left eye with tap water from a hose connected to a house sink in an attempt to resolve the symptoms. The pt presented to an ophthalmologist in 2005 and was diagnosed with a "central corneal ulcer left eye, corneal abrasion, possible acanthomoeba left eye occurring after soft contact lens wear and tap water use." No cultures were taken. Narrative continued on page two.